Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped working and after explanting the device, it was found the right cylinder appeared to be blown out. A surgical procedure was performed to replace the system. There were no patient complications.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).